Event description:
A report was received that the patient had developed an infection at the lead site. Symptoms include fever, redness at the lead site, and chills. The physician believed that the infection was caused by the incision or procedure. The patient was prescribed antibiotics and underwent a revision procedure wherein everything was explanted, except for the ipg. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptoms include fever, redness at the lead site, and chills. The physician believed that the infection was caused by the incision or procedure. The patient was prescribed antibiotics and underwent a revision procedure wherein everything was explanted, except for the ipg. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.